Event description:
During a total hip arthroplasty, while attempting to implant a ceramic liner into the shell, the liner cracked. A subsequent liner also cracked upon impaction into the shell. Shell was removed and a new shell and ceramic liner were implanted without additional difficulty.

Manufacturer narrative:
A report from the sales agent indicates that the surgeon used a bone tamp to reposition the shell during the surgery and that the tamp damaged the cup, potentially leading to the liner cracking. A review of the manufacturing device history record indicates the device was manufactured to specification. Engineering evaluation of the returned devices is ongoing.